Event description:
It was reported that when set the speed more 1000 rpm will show err_head alarm and pump stop during on training, perform the trouble shooting to confirmed rfd and rfc control board defective. (B)(4). (B)(6).

Manufacturer narrative:
The device was returned to maquet for investigation. It was found that electronic parts were defective. This caused the reported alarm. Therefore the reported problem could be confirmed. The defective electronic parts were replaced and unit was returned to customer. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process.

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device in question will be sent to maquet (B)(4) for investigation. A supplemental - medwatch will be submitted when add'l info becomes available.